Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The maverick xl 4.5mm x 20/153mm balloon catheter, being used for predilatation, was advanced to the lesion and ruptured when the inflation pressure reached 8atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.